Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' "Note: over insertion of the arteriotomy locator/insertion sheath assembly into the artery, beyond 2 cm, may increase the chance of premature anchor hook up or interfere with the anchor's performance to achieve hemostasis." The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor was deployed without any problems and the collagen was tamped firmly using the tamper tube with maintaining tension on the suture. However, hemostasis was incomplete, and bleeding continued while tamping by the tamper tube. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. On february 5, an ultrasound revealed that the anchor was not positioned against the vessel wall properly and was in the vessel. It is likely that the collagen sponge was deposited in the vessel. Since the patient had chronic total occlusion (cto) in the superficial femoral artery (sfa) distal to the puncture site and ankle-brachial index (abi) did not worsen, the patient was being followed up. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. Bleeding occurred in the procedure room. The patient recovered.